Event description:
It was reported that the lead impedance had decreased over time. A chest x-ray revealed that the lead insulation was fractured. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
(B)(4).